Event description:
Caller reported experiencing a cartridge alarm while the pump was in use. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to replace the pump, instructed on how to handle the return and receive a replacement, and decided to continue using their current pump as backup therapy.